Event description:
It was reported that patient was going to go ahead and attach the pictures of the complaint along with what the director of nursing said was the issue. Kit looked normal. After insertion, foley bulb inflated with 10cc. When traction pulled back on foley catheter, catheter fell out. No fragments, just a defective balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.